Event description:
The customer reported that during a period of significant telemetry signal interference/squelch, a dnr patient expired. A spacelabs healthcare field service engineer (fse) went on site and assisted with troubleshooting the source of the telemetry interference. The source of the interference was identified of being several phillips monitors transmitting at the same frequency as the telemetry transmitters. The monitors that were causing the issue were removed from impacted area and the customer confirmed that they would remove the philips monitors from service to prevent further conflicts. The customer was provided with the channel numbers of the transmitters that were on the same frequencies as the monitors to aid in their device placement in the interim. Additionally the fse replaced portions of the telemetry antenna system hardware to improve signal quality. Once the conflicting transmitters were removed from use and improvements were made to the antenna system no further signal quality issues were observed.